Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer experienced low blood glucose on (B)(6) 2017. She explained that the customer was at school and his blood glucose dropped to 52 mg/dl after delivering a bolus. The customer's mother stated that it seemed like the insulin pump over delivered insulin because the reservoir was empty but the screen showed there were still 128 units left. The mother picked him up, suspended the insulin pump and gave him food and juice. Blood glucose went up to 90 mg/dl and then back down. They disconnected the device and reconnected once blood glucose was at 138 mg/dl. The doctor recommended to give a glucagon shot if blood glucose did not increase but it was not necessary. On (B)(6) 2016 morning, the customer's blood glucose went from 255 mg/dl, to 400 and then 500 mg/dl. The mother mentioned that they were using 1.8 unit reservoir instead of 3.0 unit. They requested the insulin pump to be replaced. The device was returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within spec. The insulin pump passed functional testing including the self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat test at 0.08710 inches. The insulin pump delivered properly all bolus programmed during testing. The insulin pump was received with cracked keypad overlay at select button. The insulin pump was received with minor scratched display window, case and keypad overlay.